Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), product type: implantable neurostimulator. Product ID 37085-40, serial# (B)(4), product type: extension. Product ID 37085-40, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Correction: additional review indicates that the correct manufacturing site ID is (B)(4). See also mfg. Report no. 3007566237-2016-02407. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported symptoms returned and not receiving therapy on right side. On testing electrode impedances were high on both sides and therapy was lost on right as impedances were high on programmed electrode. Surgical intervention was deemed necessary, including replacement of the extensions and ins. Tested cranial leads with twist lock, all results within normal limits; decided to replace extensions. On opening of the pocket, the ins header block was noted to be full of blood. The issue was not resolved at the time of the report.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator.

Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a return and increase in tremor. The patient had an ins replacement the day prior to report. Routine pre- and post-op impedance tests were conducted and it was noted in both tests that electrode 3 was out of range >40,000 ohms. The patient was not programmed on this electrode so no exploratory testing was conducted. Other than electrode 3, all other electrodes were within normal range. However, when the patient was in the hospital due to the return of tremor, the neurologist ran further impedance tests and one electrode was showing approximately 19,000 ohms. The therapy impedance was approximately 4,000 ohms. The patient was symptomatically better so further steps weren't taken to troubleshoot. No interventions were done. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the extension (s/n (B)(4)) found the conductor of the extension body was broken less than 5 cm from the proximal end. Two conductors (#1 and #3) were broken 2.8 cm from the proximal end of the extension. Analysis of the extension (s/n (B)(4)) found no anomaly. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes because these are the closest codes available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.